Event description:
Reporting status: serious injury - permanent damage - required intervention. Reporting rationale: failure to cross with a graftmaster stent, resulting in myocardial infarction (mi) and medical intervention. Device issue: failure to cross. It was reported that a perforation / dissection occurred with the use of another device, which required treatment with a graftmaster stent. An attempt was made to cross the lesion with a 3.0 x 19 mm and a 3.0 x 12 jostent graftmaster; however, the stents could not cross the lesion. The perforation was sealed by prolonged balloon inflation taking aprox. One hour and the patient experienced a non-st elevation mi. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments another country, as per specifications. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation. The other graftmaster mentioned is being filed under another mfg number.